Event description:
Customer received a blood glucose result of 500mg/dl. 30 to 40 minutes later at the hosp a reading was taken, unsure of the result. The customer was given insulin and an IV. The customer was released when the hosp received a result of 285mg/dl. Two days later the customer received a result of 451 mg/dl and went to the emergency room. Less than 30 minutes later the hosp received a result of 400mg/dl. The customer was given an IV and insulin. A lab was run and was in the low 300's. After insulin was given 30 minutes later the result was 170mg/dl. The customer had blood work done, EKG, x-ray, and urinalysis because the hosp thought they had an infection. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.